Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire drawer failed, and the device was not detected on the bus upon recovery. A field service engineer observed that no failure icon was shown on the screen, checked the cables at the back of the drawer and confirmed that all were properly seated. The customer tested and inventoried medications in all auxiliary drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, entire drawer failed, and the device was not detected on the bus upon recovery. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.